Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/19/2019. Serial number unknown. The customer replaced the defective data acquisition board and flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit is not going to exhalation / (expiratory positive airway pressure) epap. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.